Manufacturer narrative:
The company service representative examined the system but was unable to duplicate the problem reported. The system was then tested and met all product specifications. The company service representative noted that the facility regulator connected to the system was reading a source pressure of 20 psi below the system readout. The company service representative verified the source pressure with calibrated test equipment. The company service representative recommended that the customer replace their nonconforming regulator. The system was manufactured on may 31, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the facility¿s nonconforming regulator. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was having problems with pressure dropping and powering off.